Manufacturer narrative:
Additional information was provided in d.9., d.10. And h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., h.11. The product was returned for analysis, and the reported complaint was observed. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic bent/deformed. The optic is scratched/marked-rejectable with loose fibers. A company cartridge was returned. Inadequate viscoelastic was observed. Barely perceptible residual ovd was observed. No cartridge damage was observed. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Photo review: provided photos show an iol lens case, iol carton, labelling set and a cartridge. The reported complaint cannot be observed on the reported photos. The root cause for the reported broken haptic may be related to a failure to follow the IFU (instruction for use). Inadequate viscoelastic was placed into the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: provided photos show an iol lens case, iol carton, labelling set and a cartridge. The reported complaint cannot be observed on the reported photos. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was being inserted the doctor noticed that the haptic was broken. The surgeon did not push through with the implantation. The procedure was completed on the same day by using the backup company lens. Additional information has been requested.